Manufacturer narrative:
Functional, dimensional, and material analysis could not be performed as the device was not returned. However, a photo was provided by the rep. Upon review, it was observed that the male hexalobe feature at the distal tip was sheared. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The serengeti surgical technique was reviewed and the following relevant information was identified: insert the torque indicating handle and shaft assembly into the praying mantis or anti-torque tube and use the anti-torque handle to gain leverage while final tightening the set screw. Final tightening is accomplished when the torque indicating handle relieves resistance and emits an audible click. The proper torque level is achieved with the mi torque indicating wrench when the line and arrow meet. Note: for final tightening through the yellow jacket, simply use the offset handle as an anti-torque. For all final tightening options, make sure the instrument is fully reduced. User error may have played a factor. Over-torqueing the instrument beyond the indicated ¿line-to-line¿ feature could contribute to this type of failure. It is also possible that the instrument was not calibrated to specification, which could allow the user to over-torque. However, as the device was not available for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that a denali mi torque indicating wrench tip fractured intra-operatively. The fractured tip was stuck inside implant and remained the patient as it was not able to be removed. There was a surgical delay of over an hour.

Event description:
It was reported that a denali mi torque indicating wrench tip fractured intra-operatively. The fractured tip was stuck inside implant and remained the patient as it was not able to be removed. There was a surgical delay of over an hour.

Manufacturer narrative:
Functional, dimensional, and material analysis could not be performed as the device was not returned. However, a photo was provided. Upon review, it was observed that the male hexalobe feature at the distal tip was sheared. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The serengeti surgical technique was reviewed and the following relevant information was identified: final tightening: insert the torque indicating handle and shaft assembly into the praying mantis or anti-torque tube and use the anti-torque handle to gain leverage while final tightening the set screw. Final tightening is accomplished when the torque indicating handle relieves resistance and emits an audible click. The proper torque level is achieved with the mi torque indicating wrench when the line and arrow meet. Note: for final tightening through the yellow jacket, simply use the offset handle as an anti-torque. For all final tightening options, make sure the instrument is fully reduced. User error may have played a factor. Over-torqueing the instrument beyond the indicated ¿line-to-line¿ feature could contribute to this type of failure. It is also possible that the instrument was not calibrated to specification, which could allow the user to over-torque. However, as the device was not available for evaluation, the root cause could not be determined conclusively.

Manufacturer narrative:
Corrected data: b.5. Has been updated to reflect the device as a whole unit. Visual inspection: it was observed that the male hexalobe feature at the distal tip was fractured. The fracture face indicated that the failure occurred during a clockwise maneuver. Functional inspection: the torque wrench was tested for calibration, and all measurements were within specification. Device and complaint history records were reviewed no relevant manufacturing issues or similar complaints were identified. As the device was manufactured in 2017; aging, wear, or repeated use over the lifetime of the instrument may have compromised the structural integrity of the distal tip.

Event description:
It was reported that a denali mi torque indicating wrench tip fractured intra-operatively. The fractured tip was stuck inside implant and remained the patient as it was not able to be removed. There was a surgical delay of over an hour.

Manufacturer narrative:
D2 was corrected from 'posterior cervical screw system' to 'orthopedic manual surgical instrument.' D9 was updated to reflect product return.

Event description:
The torque wrench tip is inserted at the end of the denali mi torque limiting wrench. It was only the tip that had fractured and contributed to the event and not the torque wrench itself, as previously reported. Therefore, the denali mi torque limiting wrench is concomitant and a report is no required.